Manufacturer narrative:
The suspect device was returned to the olympus service center for evaluation. The device inspection and testing observed no image, and scope communication error code e216 and scope data error code b32, were displayed, and found to be due to failure of the electronic board and video connector. Although the reported scope communication error code e218 was not observed, it was determined that the failure is sporadic and therefore, occurrence was deemed likely. The device evaluation also observed that control switch buttons 1, 2, and 3, demonstrated wear. The adhesive on the distal end was observed to be chipped, due to deterioration and physical/chemical stress. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, scope communication error code e218 was displayed. The user tried connecting the scope to another system and scope data error code b32 was displayed. There was no report of patient or user harm due to the event. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.